Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) could not be interrogated using radio frequency (rf) telemetry. The radio frequency (rf) tower was unplugged, and the ICD could be interrogated using inductive telemetry only. This resolved the issue and there were no consequences to the patient.